Event description:
A hospital in (B)(6) reported that the water filled past the maximum level line for one mr290 autofeed humidification chamber. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare (B)(4) for visual inspection and performance tested for overfilling by connection with a waterfeed bag and allowing the water to flow into the chamber. Results: visual inspection revealed that no damage was found on either of the returned complaint chambers. When connected to the water bag, the complaint chamber stopped filling 6mm below the maximum fill line. The float was operating correctly. A lot check revealed no other complaints of this type for lot number 111109. Conclusion: no fault was found with the complaint device as no damage was observed and the chamber was able to perform within specification. Overfilling is caused by both the primary and secondary float mechanisms in the mr290 chamber being disabled. Impact damage can lead to misalignment and subsequent jamming of the valve float mechanism allowing water to fill the chamber unimpeded and preventing float operation. The mr290 user instructions includes a warning not to use the chamber if it has been dropped. Following production, the float mechanism of every mr290 chamber is performance tested and those that fail the test are rejected. Our user instructions that accompany the mr290 chamber indicate in pictorial form the maximum fill line and advise the user to replace the chamber should water exceed the maximum fill line.